Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that her father received a discrepant result for one patient sample tested with his coaguchek vantus meter (serial number unknown). At 12:30 p.m., a sample from this patient was tested using the meter, resulting with a value of > 6.0 inr. At 1:45 p.m., a sample from the patient was tested in the laboratory using stago neoplastine reagent, resulting with a value of 4.4 inr. This value was believed to be correct. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is stable. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every three weeks. The reporter did not know if the patient's hands were cleansed or if they were dry prior to testing. The reporter did not believe the meter had been cleaned. The reporter did not know if the correct testing technique had been used.